Event description:
The customer's parent called and reported that upon removing the sensor, the site bled a lot. It was found that the cannula was split into two pieces. Customer's blood glucose was between 100 and 150 mg/dl. It was advised the sensor would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specification. Also found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.